Manufacturer narrative:
One opened probe was received with a tip protector, in a tray with other items. The returned sample was visually inspected and found to be non-conforming with the needle bent and orange/brown foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and was non-conforming for actuation. The probe was disassembled, and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe had a cut failure. The evaluation indicated that the probe had an actuation failure. The cut functionality of the probe was conforming; however, the observed actuation failure could have caused the probe to not cut at the time the reported event was observed. The most likely cause for the actuation failure is the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure was not confirmed and an exact root cause for the bent needle was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutting failure of the probe cutter occurred during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm. The condition of aspiration and actuation was unknown.

Manufacturer narrative:
Additional information provided in d.4 and h.10. The lot number has been updated. The manufacturer internal reference number is: (B)(4).